Event description:
It was reported that during a catheter ablation procedure to treat atrial fibrillation (a fib) in the left atrium, an nrg transseptal needle was selected for use. The septal puncture could not be performed with radio frequency (rf) needle energization. The energization was done several times, but needle did not cross. There were no errors and alerts, and the generator was restarted once an cable was not replaced. Therefore to resolve the issue, a new needle was used and transseptal was performed. No patient complications occurred. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.